Event description:
Edwards received notification from a thv territory manager that a patient with a sapien 3 valve, implanted in the aortic position for approximately 5 years and 1 month, underwent a valve-in-valve procedure due to central regurgitation. As reported, the patient presented with acute onset of pulmonary edema was found to have acute severe aortic regurgitation due to malfunctioning aortic prosthesis. After a review of the medical records, most recent echo prior to valve in valve procedure showed a tavr valve with mean gradient of 5 mmhg, there is moderate al, recommend transesophageal echocardiogram. Doppler: there is mild to moderate regurgitation. A 20mm sapien 3 ultra resilia valve was implanted. The patient was stable and discharged home.

Manufacturer narrative:
Supplemental report submitted to include additional information received through follow-up and completion of the engineering evaluation. Updated b1, b5, b7, and h6. The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of central regurgitation is confirmed based on the medical report. As no valve serial number was provided, DHR and lot history reviews were unable to be performed. However, a review of the complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, ''sapien 3 valve, implanted in the aortic position for approximately 5 years and 1 month, underwent a valve-in-valve procedure due to central regurgitation.'' Additionally, per review of the medical report provided, ''(B)(6)2024 echo shows a tavr valve with mean gradient of 5 mmhg, there is moderate al, recommend transesophageal echocardiogram. Doppler: there is mild to moderate regurgitation.'' Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, the patient medical history reported pre-existing comorbidities (hypothyroidism and hyperlipidemia). These conditions are known risk factors for leaflet calcification and thickening, which can lead to improper coaptation of valve leaflets, resulting in central regurgitation. However, as leaflet calcification/ thickening were not reported or confirmed, a definitive root cause is unable to be determined at this time. A definitive root cause was unable to be determined. No device or labeling problem was identified during the evaluation. Therefore, no further corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from a thv territory manager that a patient with a sapien 3 valve, implanted in the aortic position for an unknown duration, underwent a valve-in-valve procedure due to regurgitation. A 20mm sapien 3 ultra resilia valve was implanted. No additional details were provided.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.